Manufacturer narrative:
Evaluation of the returned indigo system flash aspiration catheter (flash catheter) revealed that the catheter was severely kinked and the catheter lumen was damaged at the kinked location. This is likely the reported fracture. The reported attempt to torque the catheter during the procedure likely caused the damage. If the flash catheter is torqued unrestrained against resistance, damage such as this may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the portal vein using an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, and a guidewire. Prior to the thrombectomy, a transjugular intrahepatic portosystemic shunt (tips) procedure had been completed in the portal vein. During the procedure, the physician advanced the flash catheter through the portal vein stent and performed thrombus removal for approximately 90 minutes. While attempting to torque the catheter, the physician observed via angiography that the flash catheter had fractured along its distal length, proximal to the portal vein stent. The physician then used a balloon catheter to straighten out the flash catheter and facilitate removal through the sheath. The procedure was completed using a new flash catheter. It was reported that a significant amount of thrombus was removed, and blood flow was restored within the portal vein stent using both flash catheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.